Manufacturer narrative:
The device model involved in this MDR is not approved in the u.s.; however, it is similar to reply models already approved in the u.s.

Event description:
Reportedly, the subject device is used as crt-p device; the left ventricular lead was plugged in the atrial port and the right ventricular lead plugged in the ventricular channel. On (B)(6) 2016, it was not possible to interrogate the subject device: warnings related to telemetry issues were displayed but all leds were green on the cpr3 head.on (B)(6) 2016, the device was interrogated without any issue, however, the device was found in nominal mode. After performing some tests, proper operation of the device was confirmed and no additional issue was found during the follow-up.

Manufacturer narrative:
The device model involved in this MDR is not approved in the u.s.; however, it is similar to reply models already approved in the u.s.

Event description:
Reportedly, the subject device is used as crt-p device; the left ventricular lead was plugged in the atrial port and the right ventricular lead plugged in the ventricular channel. On (B)(6) 2016, it was not possible to interrogate the subject device: warnings related to telemetry issues were displayed but all leds were green on the cpr3 head.on (B)(6) 2016, the device was interrogated without any issue, however, the device was found in nominal mode. After performing some tests, proper operation of the device was confirmed and no additional issue was found during the follow-up.